Event description:
It was reported the patient had revision surgery on (B)(6) 2009 to move the battery due to difficult communication because of weight fluctuations. Patient outcome was not provided. Refer to manufacturer report # (B)(4) for other battery replacement.

Manufacturer narrative:
(B)(4).